Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was observed at the hospital prior to patient use. The device was filled with cefazolin 3000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from october 21, 2020 - october 22, 2020. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid within the bag that contained the returned sample which suggested a leak had occurred. Further inspection was performed, and it was revealed that the cause of the leak was due to broken tubing at the junction of the flow restrictor. It was also noted that a portion of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.